Event description:
Device returned in bag with 4 other devices. Lead fragments still attached to device. Info rec'd 08/10/2005. Device returned in bag with 4 other devices. Lead fragments still attached to device. No oos docu7mentation rec'd.

Event description:
Information received 08/2005. Device returned in bag with 4 other devices. Lead fragments still attached to device. No oos documentation received.